Manufacturer narrative:
The mvp device (model: mvp-9q, lot: a652242) was returned for analysis within a shipping box and with its dispenser coil. The non -medtronic catheter used in the event was not returned. In addition, the make or model was not provided. Therefore, any contributing factors (including device compatibility) could not be assessed. T no bends or kinks were found with the mvp pushwire. The mvp plug was found detached from the pushwire. The mvp plug appears to be fully open. The proximal od (outer diameter) of the plug was measured to be 9.98mm and the distal od was measured to be 10.96mm (specification: 12.8mm-13.5mm). No other anomalies were observed. The mvp device was returned for analysis. The non-medtronic catheter used in the event was not returned. In addition, the make or model was not provided. Therefore, any contributing factors (including device compatibility) could not be assessed. No bends or kinks were found with the mvp pushwire. The mvp plug was found detached from the pushwire. The mvp plug appears to be fully open. The proximal od (outer diameter) of the plug was measured to be 9.98mm and the distal od was measured to be 10.96mm. Based on the device analysis and reported information, the customer¿s report of ¿failure/incomplete to open¿ was confirmed as the mvp membrane cover was found not fully opened. Retained contrast within the delivery catheter lumen during device advancement and placement can coat the constrained mvp membrane with contrast impeding the membrane from completely opening. Failure to maintain a continuous flush of the catheter can cause contrast to be retained within the delivery catheter lumen. Information regarding if a continuous flush of the catheter was maintained was not provided. As returned, the od of the plug was found to be less than specification; however, this is not an unused device. The condition and diameter of the mvp device was sufficient to allow for full expansion of the implant to the reported diameter of the target vessel (6.0mm). In regard to the detachment of the plug from the pushwire the cause for this could not be determined. As this issue was not reported by the customer it is possible the plug became detached upon return to medtronic for evaluation.

Event description:
Medtronic received a report that the plugs could not open in the vessel. It was noted that the patient's vessel diameter was 6mm. There were no related patient symptoms. The devices were prepared and flushed as indicated per the IFU. The vessel was moderately tortuous. Used competitor¿s microcatheter.